Event description:
It was reported by the patient that there was premature battery depletion on the device, "the device battery did not last long and was replaced in 2 years". The device was replaced in 2007. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.